Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of fiber bonding damage in the outer tube area at the distal end was traced to component failure, and the inadequate resolution was due to the broken charged-coupled device (r-unit). And the probable cause of the broken charged-coupled device (r-unit) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the rigid video laparoscope exhibited fiber bonding damage in the outer tube area at the distal end, and the charged-coupled device (r-unit) was broken and had inadequate resolution. There was no patient involvement.